Event description:
The site reported the following: the customer reported an undetected extravasation of the right hand occurred while the xds extravasation sensor/detector device was in use. The pt suffered edema, decreased motion, pain and parasthesia. Tissue necrosis was noted on the dorsal aspect of the right hand. The pt underwent reconstructive surgery for decompression of the median nerve and drainage of a compressive hematoma with indication for a skin transplant/graft to follow.

Manufacturer narrative:
(B)(4) quality assurance product analysis reviewed the information that was provided by the site and is awaiting the return of the extravasation sensor/detector device in order to conduct an investigation. The xds extravasation sensor/detector operation manual states that the xds system is validated for use on adults in antecubital injections only. The site had placed it on the right hand which is not an indicated/intended use by the manufacturer. In the event additional information is obtained, a follow-up report will be submitted.